Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the display flex connector is damaged. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: the pump powers up normally but does not display ¿verify¿ screen: the display is blank, pump was opened and the display flex connector is found damaged.